Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is getting poor communication. The patient stated that their implant is not getting a full charge and she has to charge more often. The patient stated she gets all the coupling bars when charging her implant. The patient stated now she is not able to charge her implant now. The patient stated the implant is dead. The last time she had stimulation was 3 weeks ago. When the patient tried to recharge her ins on (B)(6) 2018 her ins was dead. The patient has tried to reposition the antenna over the ins, turned the dial through all 4 positions, and ensured the recharging belt was positioned properly. The patient is now seeing reposition the antenna screen. The patient also noted that she had a fall 3-4 weeks ago. The patient was then asked to use their patient programmer (pp) to connect with her implant and the pp is showing poor communication message. The patient was redirected to follow up with their healthcare provider (hcp) to address their ins not charging to full. No further complications were reported. No additional patient symptoms were reported.